Event description:
Customer reported issues with the insulin pump. Customer states that keypad anomaly. The blood glucose reading is unknown. Customer also states that the backlight of the keypad is worn. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no up and down button response due to flattened button dome switch. Unable verify for weak signal and weak signal alarm due to no up and down button response. The insulin pump received with cracked reservoir tube lip. No damage on keypad overlay noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.